Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Although the root cause analysis did not include return testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged variability between inratio inr results. Results are as follows:date inratio inr (B)(6) 2015 4.9, 4.1 and 1.x (exact result not provided) therapeutic range: 2.0 - 3.0. The tests were taken immediately after one another. Improper technique was reported by performing multiple finger sticks on the same finger. There was no reported adverse patient sequela. There was no additional information provided.